Event description:
It was reported the dyonics 25 control unit appeared to be over pressurizing the joint. Procedure completed with the same device. No patient injury reported.

Manufacturer narrative:
Complaint of pressure malfunction could not be reproduced. Product passed functional testing during 24 hour burn-in on wet station utilizing low and high pressure and flow settings. Raw and zero transducer readings were normal and well within specs during all functional tests. Pressure readings were normal throughout burn-in on wet station. Factors which could have contributed to the reported event include cannula settings, crimped inflow tubing, and air in the cassette. A review of the service device history record for serial number (B)(4) shows that this unit passed all acceptance criteria and was compliant upon release for distribution on september of 2016. No containment or corrective actions are recommended at this time.